Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the facility and the legal manufacturer¿s investigation. Per the customer, there was no patient injury or medical intervention associated with this event. The date of the event of the failure was believed to be january 5, 2021. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable cause of the reported issue was due to unexpected stresses on the cable and failure of the cable unit, due to the user's handling, which resulted in image lost and the b30 scope communication error. The IFU (instruction for use) provides handling guidelines: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a scope communication b30 error was displayed on the screen due to a faulty cable unit. The cloudy image reported was not duplicated. The lens coupler movement was not smooth. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cloudy image on a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.